Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 12/24/2024, it was reported that the patient experienced inaccurate cgm values. The day of the event, the cgm was 134 mg/dl before breakfast. After breakfast, the bg was 65 mg/dl and the cgm was reportedly 30 mg/dl off (not specified if higher or lower). There were no details about symptoms or treatment for hypoglycemia. The patient reportedly calibrated the sensor and went about her day. The patient had malaise and went grocery shopping. There, the cgm was an unspecified low value and the patient took a glucose tablet and coffee. An unspecified time afterward, the cgm was over 100 mg/dl. The patient returned home and had a syncopal episode. The behavior of the display device during that time was not reported. The spouse called an ambulance. The patient had hallucinations and was diaphoretic. She was given sugar and carbohydrates and an IV. She improved after treatment. It was reportedly determined that the dexcom was not reading correctly. She was transported to the hospital. There, the cgm was 400 mg/dl while the bg was 200 mg/dl. The patient did not remember medication received at the hospital. The patient was discharged the same day with bg 154 mg/dl. The patient called later the same day. During the call the cgm was 400 mg/dl. Data was evaluated and the allegation was confirmed. Before and after breakfast, there were no complete sets of reported glucose values available to search within the parkes error grid calculator. An unspecified time afterward, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
The product was evaluated. An external visual inspection was performed and passed. No damage was found. A pairing test was not performed as there was no pairing code. As previously reported, the allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).